Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that thy experienced low blood glucose level. The customer's blood glucose level was 40 mg/dl. The customer reported that they consumed carbohydrates and glucose but the blood glucose level was still low. The customer also mentioned that the insulin pump had a compromised forced sensor system error. They also mentioned that the insulin pump was stuck on the a loop on rewind. The insulin pump will not be returned for analysis.